Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, a noise emitted from the viewing station of the imaging system that was different that standard operational noises. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.